Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged knob. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the external pulse generator (epg) had a damaged knob. It was found, however, that the upper case was broken, the hanger assembly and output connector assembly was broken, four encoder o-rings and one knob were missing, a capacitor on the main printed circuit board (pcb) was damaged, and the label was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.